Event description:
It was reported that the pump was scratched making it difficult to read. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.